Event description:
The reported issue was found during preparation for use prior to an unspecified diagnostic procedure. The procedure was postponed but eventually completed with another device. The duration of the procedure was about an hour. The condition of the patient and outcome of the procedure was not impacted by the event.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint was confirmed. This report is being supplemented to provide the device evaluation and additional information received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was confirmed that ¿the image was not displayed¿ due to the connector of the print board being damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera pro video system center had a bad connection. There were no reports of patient harm.